Event description:
The customer reported error 37. The pump was received and during review of the data log found error 51, error 99, and error 27.

Event description:
The customer reported error 37. The pump was received and during review of the data log found error 51, error 99, and error 27. Received pump ((B)(4)) and power cord. Verified reported issue of ""error 37"". Upon powering pump, error 37 could not clear, found that the keypad was peeling off due to dent on the front housing, causing error 37, upper housing replaced. Found door loose and damage to door, door replaced. Backplate is missing screw post, backplate replaced. Found pump block and pump block backplate cracked, both replaced. Observed abnormal noise from clamp motor, replaced. All equipment cleaned and post repair tested per quality control check list. After repair, device was found to meet specification. Error 51 (defective speaker) is known and is linked to a software issue. This error has been addressed by CAPA (B)(4) and is corrected since embedded software version 1.9. Error 99 (watchdog error) is known and is linked to a software issue. This error has been addressed by CAPA (B)(4) and is corrected since embedded software version 1.9.